Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages: the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that instrument was inspected prior to use, used during da vinci hysterectomy case, sent to decontamination. Decontamination cleaned the instrument which is when the frayed wires were noticed on the prograsp forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.